Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use current pump for basal and mdi for bolus delivery for insulin therapy.